Event description:
It was reported that during in-clinic follow up, rv noise episodes were noted. During rv revision procedure, an insulation anomaly was noted at the proximal end of the lead, which was explanted. A new lead was implanted. The patient¿s condition was stable all the time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
External insulation abrasion was found at 10.3 ¿ 11.3 cm from the connector pin consistent with lead friction to the ICD can. The ptfe tubing around the inner coil was breached exposing the metal of the inner coil at the same location. The abrasion found have contributed to the complaint of noise problem that was detected in the field.